Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead. Fluoroscopy indicated the lead pulled back and upon revision, twiddler's syndrome was suspected. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.